Event description:
The fe reported the system failed to boot up. There were no reports of an injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was evaluated and replaced. The system software was reloaded. The system was tested and found to be working as intended and returned to service.